Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of after the procedure and therefore, it was not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. The unit's chronological log revealed that during the procedure, esu was activated three (3) times for an extended period. During each of these activations and after two (2) seconds, the unit displayed message n-a-191 indicating a high current density under the neutral electrode. Each message then was accompanied by an audible warning tone. Per the evaluation of log, it appears that the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the thermally induced burn/necrosis around the patient pad. There are warnings in the esu's user manual as well as the neutral electrode's notes on use that address the risk of pad burns in warnings and provide mitigation measures to minimize the possibility of burns.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic supracervical hysterectomy (lash). The esu was used with an erbe nessy omega neutral electrode (ne, part number 20193-082, lot number: 240819-0811). The ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.). No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. The return electrode was placed on the patient's left thigh. After the procedure, a redness with blistering was observed around the entire edge of the neutral electrode. The skin change disappeared quickly, and no treatment was necessary (note: the patient had also experienced skin redness under ECG electrodes in the past.)